Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements show all channels are affected. There was no reported accident, trauma or illness. The recipient is non-verbal and cannot report if he is hearing or not with the device. The parent was not able to say when or if the child suddenly stopped responding. For an undetermined amount of time estimated 2-3 months the child lost his processor and it was not called in or replaced by the family. Imaging has been recommended, with the recipient to see the surgeon for further evaluation. However, the recipient did not appear for the scheduled CT scan and integrity test on (B)(6) 2017. Attempts were made to reschedule the appointment, but with no response. The recipient was re-implanted in 2018.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information has been received about a potential date for surgery.

Event description:
In situ measurements show all channels are affected. There was no reported accident, trauma or illness. The patient is non-verbal and cannot report if he is hearing or not with the device. Imaging has been recommended, with the patient to see the surgeon for further evaluation. However, the patient did not appear for the scheduled CT scan and integrity test on (B)(6) 2017. Attempts were made to reschedule the appointment, but with no response.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show all channels are affected. There was no reported accident, trauma or illness. The patient is non-verbal and cannot report if he is hearing or not with the device.